Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes black fm found on the wall of the tube before use. The following information was provided by the initial reporter: the customer reported about black fm found onto the wall of tube before use.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes; d9: returned to manufacturer on: 24-mar-2023. Investigation summary: mat: 367845; lot: 2109063. 2 samples and 10 photos were returned by the customer in support of this complaint from catalog 367845, lot number 2109063. A visual examination of the samples and photos were performed and revealed embedded foreign matter in the sidewall of the tube. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes black fm found on the wall of the tube before use. The following information was provided by the initial reporter: the customer reported about black fm found onto the wall of tube before use.

Manufacturer narrative:
Medical device brand name: bd vacutainer® k2 edta (k2e) plus blood collection tubes a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.